Event description:
It was reported that this right ventricular (rv) lead was explanted due to other or non product performance experience. This rv lead was replaced with the same model. No additional adverse patient effects were reported.